Manufacturer narrative:
The event of high impedance was reported to abbott. The lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186ans, UDI: (B)(4), serial: n/a, batch: 3637214.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186ans, UDI: (B)(4), serial: n/a, batch: 3637214.

Event description:
It was reported that the patient was not able to set their system into MRI mode due to high impedance on one lead. Surgical intervention took place where the lead was replaced. Effective therapy was restored post procedure.